Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon investigation the monitor had exposed wires at the belt connector. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the failure was the broken connector. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a code 204 (monitor unusable).